Event description:
Facility called to report that during a procedure the bronchoscope burned and pt was injured. The doctor had fired the laser and started to pull the fiber out, which then caused a flame in the pt's chest.

Manufacturer narrative:
Laserscope is still gathering info on the incident. Laserscope has left 2 messages with the risk mgmt at the facility. The calls have not yet been returned. Extent of injury is unknown. There was no malfunction of the laser reported. Laserscope's customer service engineer visited the facility on 1/26/2007 to inspect the laser, but was denied access per their risk mgmt. Laserscope has also requested the fiber used be sent back for eval. The fiber has not been sent back and it is unknown what fiber or lot number was used. A follow-up medwatch report will be sent if laserscope obtains add'l info. Laserscope's 800 series operator's manual, p/n 0010-1901, page 2-17 states: ansi anesthesia recommendations: the following safety guidelines are recommended by ansi z136.3-1988, sections 7.5.2.1 and 7.6: "use non-flammable laser-safe endotracheal tubes."